Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corrode motor home switch. Please see below for the first ten boluses listed on the event date 08-mar-2025 in the pump history file. 03/08/2025 00:06:41.000 normalbolusdelivered (220) systemtime = 03/08/2025 00:06:41.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 500 (0.05 u) 03/08/2025 00:11:42.000 normalbolusdelivered (220) systemtime = 03/08/2025 00:11:42.000 bolusprogrammingmethod: cl1autobolus (9) bolusamountdelivered: 3250 (0.325 u) 03/08/2025 00:16:43.000 normalbolusdelivered (220) systemtime = 03/08/2025 00:16:43.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 500 (0.05 u) 03/08/2025 00:51:41.000 normalbolusdelivered (220) systemtime = 03/08/2025 00:51:41.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 250 (0.025 u) 03/08/2025 00:56:43.000 normalbolusdelivered (220) systemtime = 03/08/2025 00:56:43.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 750 (0.075 u) 03/08/2025 01:01:41.000 normalbolusdelivered (220) systemtime = 03/08/2025 01:01:41.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 1000 (0.1 u) 03/08/2025 01:06:43.000 normalbolusdelivered (220) systemtime = 03/08/2025 01:06:43.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 1000 (0.1 u) 03/08/2025 01:11:43.000 normalbolusdelivered (220) systemtime = 03/08/2025 01:11:43.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 1000 (0.1 u) 03/08/2025 01:16:43.000 normalbolusdelivered (220) systemtime = 03/08/2025 01:16:43.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 1000 (0.1 u) 03/08/2025 01:21:41.000 normalbolusdelivered (220) systemtime = 03/08/2025 01:21:41.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 500 (0.05 u) pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. However, cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported bolus stopped alarm, the cartridge holder was damaged. Customer reported blood glucose value of 50 mg/dl. Customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.